Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery while using an ophthalmic console foreign material has seen patient¿s eye. The foreign material was clogged in irrigation/aspiration suction port hence could not be aspirated so it was removed with the help forceps during the same session. No harm was reported to the patient.

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed. And did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event, per the sr,.the case was cancelled, due to business support. Therefore, service was not performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).